Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported after the device failed to alarm when the secondary infusion was completed and air accumulated in the line. Per report, "alarms and safety mechanisms did not activate. Air advanced through the line." There was patient involvement but no harm.